Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage eu0629-1384 (r869484801). It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient. A post-implant balloon valvuloplasty done due to under expansion. On (B)(6) 2024, the patient had left bundle branch block, no treatment was provided. The patient is stable.

Manufacturer narrative:
An event of valve under expansion and left bundle branch block (lbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information, the cause of the reported valve under expansion and left bundle branch block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed due to valve under expansion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.